Event description:
Boston scientific received information that this right ventricular lead was explanted for unknown reason. No adverse patient effects were reported. Additional information was requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
On 6/3/2015 - additional information was received from boston scientific. This lead was removed because it would not stay in place. Added a device code. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the silicone sealing of the is-1 connector pin. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead in the cut areas. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. In summary, cuttings in the insulation and deformations of the silicone sealing of the is-1 connector pin were observed, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.